Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure (batch no. 628148) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), bacterial vulvovaginitis ("infection (bacterial vaginal)"), weight increased ("weight gain") and abdominal pain lower ("cramping "). The patient was treated with surgery (bilateral salpingectomy removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and weight increased outcome was unknown, the alopecia and abdominal pain lower was resolving and the bacterial vulvovaginitis had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Lot number added. Product, patient & reporter information updated. On (B)(6) 2018: plaintiff fact sheet received. Events hair loss, bacterial vaginal infection, weight gain cramp in lower abdomen are added. Lab data updated. Concomitant & historical conditions & drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.